Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The other three proglide devices referenced, are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Device analysis found a cuff miss occurred, therefore, the reported unspecified failure mode was confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of a query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. There was a venous sheath next to the arterial sheath during closing. Reportedly, the first device was defective. Three additional proglide devices were used and cuff misses occurred with all three devices. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 21f and the aaa procedure was completed. Hemostasis was achieved using the successfully pre-placed sutures of the fifth and sixth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.